Event description:
It was reported that during surgery when implanting the femoral component by using the impactor, the dial was stuck so the femoral component could not be disassembled from the impactor. The femoral component that was assembled with the impactor was removed from the body even though the cement was solidifying. After that, the impactor was disassembled from the femoral component by force. Then the component was implanted manually because the back-up device was not prepared. The surgery was delayed for 30 minutes.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices could not confirm the stated failure mode. The devices were manufactured in 2012 and 2016 and show signs of extensive usage. The medical investigation concluded that no relevant clinical information was provided to perform a thorough medical investigation. Per communications, the femoral component that was assembled with the impactor was removed from the body, and the impactor was disassembled from the femoral component by force. According to the report, the implantation of the component was changed to manual because the back-up device was not available. Beyond the surgical delay of thirty minutes, the impact to the patient is unknown. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint will be re-assessed. A functional evaluation confirmed the stated failure mode. The locking mechanism on the impactor is seizing. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated.